Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Swallow a few small parts- oral-b flexisoft brush head [foreign body], disassembled in mouth, which caused me to swallow a few small parts- oral-b flexisoft brush head [accidental device ingestion], swallowed parts - oral-b flexisoft brush head [exposure via ingestion], front movable part comes loose, disassembled in mouth - oral-b flexisoft brush head [device breakage]. Case description: report source: spontaneous. A male consumer of unspecified age reported via e-mail on 03-jan-2018 that oral-b flexisoft brushheads from a 4+1 pack were defective; the front movable part of 3 of the 5 brushes came loose after 3 uses, and the brush head does not work when turned on. He reported that 1 brush disassembled in his mouth causing him to swallow a few small parts, but he was able to secure individual parts such as the brush part and locking pin for the brush head. The case outcome was not recovered/not resolved. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.